Manufacturer narrative:
The customer indicated that the device was discarded. The lot number was not identified; therefore, a batch record review could not be performed. The international affiliate was contacted and info on reprocessing of the device was requested. No response has been rec'd.

Event description:
Report rec'd from an international affiliate (another country) of a leak of a chemotherapeutic agent. It was reported that the chemotherapy agent was being delivered via a primary IV set which was connected to a clave port on a different IV set. When the primary IV set was disconnected, it was reported that the male tip of the primary IV set broke off in the clave port. The nurse was reported to have been exposed to the chemotherapy. Though requested, no additional info was provided.